Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the pump was intermittently responding to up arrow button presses. The pt denied that the keypad was torn or peeling.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was not responding to keypad button presses. The keypad was removed and adhesive/contamination was observed under the button contacts. In addition, the ok key contact was observed to be misaligned. The button contacts were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.